Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt could not feel stimulation, and could not turn the amplitude up to feel stimulation. The physician replaced the lead. It was reported the issue was resolved with the replacement of the lead.